Event description:
Prior to insertion into the pt, while attempting to flush through the tube, a leak was noted between the handle and the hemostasis valve and the valve detached from the handle. This was observed with two separated devices.